Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 427 mg/dl and current blood glucose is 427 mg/dl and customer's blood glucose while hospitalized was 384 mg/dl. The date at which customer was hospitalized was (B)(6) 2017. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer did not experienced any symptoms. The customer was treated high blood glucose with insulin drip. The customer was wearing the insulin pump during the hospitalization. It also stated that the high pressure test was performed and insulin pump was passed high pressure test.. The insulin pump will not be returned for analysis.